Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
Customer reported the following issue: "during proximal locking, the diam 3.2 long 340 drill bit of the t2 femur nail ancillary broke. The end of the drill bit therefore remained in the lesser trochanter. No possibility to remove it, it replaced the dynamic screw. Human consequences: the broken drill bit was left in the bone. A priori, to date, no impact on the patient's current condition (the incident took place on (B)(6) at 1am, and the break was clean). This incident did not require any particular follow-up of the patient. It was not possible to recover the rest of the dill bit as it was disposed of in a needle container".